Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hysterectomy procedure, while sewing vaginal cuff, the device¿s thread broke. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hysterectomy procedure, while sewing vaginal cuff, the device¿s thread broke. A new suture was used in order to complete the case. No patient injury.